Event description:
The reporter stated the surgeon inserted and removed an aq2003v silicone three piece lens due to the haptic breaking while loading into the cartridge. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the damaged iol was due to loading of the lens into the cartridge.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the likely root cause of the event has been determined to be due to a loading error. It should be noted that the injector was not returned for evaluation.